Manufacturer narrative:
(B)(4). Although it was originally reported that the circuits would be returned for investigation, fisher & paykel healthcare has become aware that the circuits are no longer available. Without the return of the circuits for investigation, we are unable to confirm or determine the root cause of the reported faults.

Manufacturer narrative:
(B)(4). The complaint circuits are currently en route to fisher & paykel healthcare ((B)(4)) for evaluation. We will provide a follow-up report upon receipt of the circuits and completion of our investigation.

Event description:
A hospital in (B)(6) reported that two rt340 breathing circuits were leaking. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that two rt340 breathing circuits were leaking. No patient consequence was reported.